Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, mc1vr01-delsys / expiration date: 14-sep-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 06-apr-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) no capture was observed. The leadless ipg was recaptured without incident, however a picture of the right ventricle (rv) revealed staining around the heart border. The procedure was paused and the patient was stable for several minutes before proceeding to drop in blood pressure and becoming asystolic. Compressions and advanced cardiac life support recovered the patient, and pericardiocentesis was performed followed by sternotomy. A perforation was observed near the rv apex which was repaired with a patch. The leadless ipg was not used and replaced with a transvenous system. No further patient complications have been reported as a result of this event.